Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-122233 is a concomitant. The device was affected due to the issue observed on the suspect device captured in manufacturer report number 2016493-2025-122232. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module had over-infused magnesium on (B)(6) 2025. There was patient involvement but no harm. The customer later provided the following information: the intended rate of infusion was 50ml/hr with a volume to be infused of 50ml. The total bag volume and concentration was magnesium 2g in 50ml.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module had over-infused magnesium on (B)(6) 2025. There was patient involvement but no harm. The customer later provided the following information: the intended rate of infusion was 50ml/hr with a volume to be infused of 50ml. The total bag volume and concentration was magnesium 2g in 50ml.